Event description:
The patient sent a letter stating they were wearing acuvue 2 brand lenses and one lens stuck to their eye. The lenses had been purchased in april 2003. The patient said they had to stop wearing their lenses becuase they were "drying out"- and one stuck to patient eye causing problems (infection) and patient ophthalmologist told patient to stop wearing them". The patient was contacted but would not provide any information regarding their adverse event and they did not want company to contact eye care professional. The patient returned 2 full cartons of lenses. Company does not know which eye was affected and if the lens worn was from one of the returned lots. This is being reported as company cannot rule out a serious injury.